Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The customer declined repair due to the costs associated and requested the device be returned, unrepaired. Physio-control was unable to determine the cause of the reported issue.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged an event code. After an evaluation of the device, it was observed that the device was only delivering a monophasic defibrillation shock instead of a biphasic defibrillation shock. The monophasic shock was only allowing approximately 80% of the desired energy level to be delivered. There was no report of any patient use associated with the reported issue.